Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead was transferred to the hospital due to dizziness. Pacing failure was observed, where the device appeared to be pacing at 20 bpm. The patient experienced asystole of greater than two seconds during the event. The device was checked and no problems were noted; lead measurements were stable and within normal range. The rv pacing output was increased and the patient remained hospitalized for evaluation. A lead issue was suspected, but not confirmed.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Lead seal ring impressions indicated that both leads were fully inserted into the ports. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Boston scientific received additional information that a revision procedure was scheduled. At the previous follow-up, the pacing output had been increased to 3.5v and no further pacing failure had been observed. At the procedure, the device was explanted and replaced for normal battery depletion. The chronic right ventricular (rv) lead remained in service with the new device. The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.